Manufacturer narrative:
(B)(4). Concomitant medical products: item #115330, item name comp rvrs shdr glen bsplt +ha, lot / software release # 906760. Item # 115310, item name comp rvrs shldr, glnsp std 36 mm, lot / software release # 096620. Item # 118001, item name versa-dial/comp ti, std taper, lot / software release # 898890. Item # 113655, item name, comp primary stem 15 mm std, lot / software release # 952950. Item # 115370, item name comp rvs tray co, 44 mm, lot / software release # 957750. Item # 180504, item name comp locking screw, 4.75 x 35 mm, lot / software release # 135550. Item # 180500, item name comp locking screw, 4.75 x 15 mm, lot / software release # 118540. Item # xl-115364, item name arcom xl 44-36 std +3, hmrl brg, lot / software release # 046540. Item # 115380, item name comp rvs cntrl scr, 6.5 x 20 mm st, lot / software release # 492240. Item # 180504, item name comp locking screw, 4.75 x 35 mm, lot / software release # 109910. Reported event was unable to be confirmed due to limited information provided by the customer. Device history record (DHR) was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.. Not returned to manufacturer.

Event description:
It was reported the patient has pain and infection. An aspiration was performed at an unknown date. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.